Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient's medical condition declined during broaching of the femur and again during cement implantation. The patient passed away later that afternoon.